Event description:
It was reported the system's cine function failed to operate. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive and single board computer were replaced. The system was then found to be operating as intended.